Event description:
It was repored that the patient was admitted to ER with dislocated hip. After unsuccessful attempt to relocate the hip a revision surgery was performed. Per report x-ray showed that the head had dislocated from the liner and the liner was also dislocated.

Manufacturer narrative:
(B)(4).